Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the device became stuck with the guide wire and both were removed together. The guidewire was able to be removed from the catheter outside the patient. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6).